Event description:
It was reported that seventy bd vacutainer® sst¿ blood collection tubes experienced molding defects. The customer stated, "during instrument test, instrument stuck and alarm, then customer found the instrument stuck was due to bd tube lip out. Customer used about 500ea., and 1-2% occurred such issue during instrument test. Local sales then came to hospital, found nearly 60ea. In 3sp with such issue. No patient been re-withdraw the blood due to this issue, no delay or altercation of treatment due to this problem."

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and collapsed tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and collapsed tube was observed. Root cause description: in review of customer photo/sample, this complaint is confirmed and meets the criteria of a previously investigated complaint. Evacuated, plastic blood collection tubes will collapse if subjected to elevated temperatures (in excess of approximately 55 degrees celcius). This can happen during the assembly process, when shelf-pcks are shrink-wrapped using heat; or post manufacture, during transportation/storage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that seventy bd vacutainer® sst¿ blood collection tubes experienced molding defects. The customer stated, "during instrument test, instrument stuck and alarm, then customer found the instrument stuck was due to bd tube lip out. Customer used about 500ea, and 1-2% occurred such issue during instrument test. Local sales then came to hospital, found nearly 60ea in 3sp with such issue. No patient been re-withdraw the blood due to this issue, no delay or altercation of treatment due to this problem."